Event description:
Knee instability swas reported following a traumatic incident. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Knee instability was reported following a traumatic incident. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.